Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred. It was reported that alarms were unable to clear. There was no patient involvement, as the pump was being used for demonstration purposes only.